Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
Updated fields: a1, b2, b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d4(UDI#), d10, h1. * patient height: 191cm. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not reproduce an issue with the machine. They also tried another machine and it would not inflate the balloon. Completed calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.

Manufacturer narrative:
Corrected data: a2, a3, a4, b1, b2, b5, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not inflate the balloon catheter beyond ½ full. Two different catheters was tried however both machines would not inflate the balloon. The patient ultimately expired. They were never able to augment. This report is for one of the iabps. For the other iabp, reference mfg report # 2249723-2024-01188.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not inflate the balloon catheter beyond ½ full. Two different catheters was tried however both machines would not inflate the balloon.

Event description:
N/a.